Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2014; 429688 lead, implanted: (B)(6) 2016; 6996sq58 lead, implanted: (B)(6): 2019; cd3357-40c st jude ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead undersensing was observed during delivery of appropriate therapy. The lead remains in use and no patient complications have been reported as a result of this event.